Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid and bupivacaine for non-malignant pain. It was reported that the pump was not registering the right date or time. The patient tried to get their healthcare provider to look at it, and mentioned they were locked out for 15 hours 'when it does that'. During the call, the handset lagged at 90% while connecting. The agent instructed the patient to close all applications and clear the data. The patient was able to connect to the pump with no lag.

Manufacturer narrative:
Continuation of d10: product ID: hh90t02 (serial: (B)(6); product type: 2201-mobile platform; implant date: n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name: product ID: hh90t02 (serial: (B)(6); product type: 2201-mobile platform brand name: synchromed; product ID: a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.